Event description:
It was reported that post-paced t-wave oversensing was observed via real-time egm. Programming changes were made. The patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.